Event description:
A report was received that the patient was experiencing pocket pain due to the ipg that was sitting right off her spine. The patient underwent a revision procedure and was doing well post-operatively.